Manufacturer narrative:
H.6) numerous contacts were made with the distributor qa personnel concerning the return of the unit in question. A call on 1/29/96 indicated that the unit had inadvertently been discarded by the user and was not available for return. No definite conclusions can be drawn about the alleged malfunction of the device, because no evaluation of the product could be conducted. There is no allegation, nor does co believe that there is a connection between the alleged malfunction of the device and the patient's death.